Manufacturer narrative:
Correction: updated coding in h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable cardiac monitor (icm) experienced issues with the home monitor transmissions, including no monitor transmissions being received after early february until a manual transmission was sent in mid-february, and nightly wireless transmissions being seldom received due to marginal telemetry. Troubleshooting guidance was provided regarding episode storage limits and monitor setup to support nightly wireless transmissions, including keeping the monitor plugged in and on, ensuring adequate cellular signal, placing the monitor within 2 meters of where the patient slept, avoiding interference/obstructions and metal surfaces, and not pressing the ¿accept¿ button before the nightly transmission had processed. It was also suggested that frequent manual transmissions could interrupt nightly wireless transmissions and that avoiding manual transmissions for a couple of days could help assess whether wireless transmissions were functioning. The patient was advised to keep the monitor connected and within 2 meters of the implant and to monitor whether the monitor date updated the next day. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. The icm remains in use. No patient complications have been reported as a result of this event.